Event description:
It was reported that the customer experienced high blood glucose levels (~400 mg/dl). Customer on vacation in a high altitude place (800 feet above sea level). Customer treated with boluses and injections for correction.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.